Event description:
The product was used during a gastrectomy procedure. Reportedly, the instrument would not release the cut tissue causing tearing. The surgeon applied another instrument to complete the procedure. The hosp has reported no patient injury occurred.

Manufacturer narrative:
10/12/1998- supplemental report sent to FDA. Additional data entered in d9 device evaluation indicated and codes entered in h3 and h6.